Event description:
Philips received a complaint on the mx40 2.4 ghz smart hopping indicating the alarm sound is very weak. Once received at bench, it was determined there was no sound at all. The device was not in clinical use. There was no patient harm or injury reported.

Manufacturer narrative:
Upon return to the philips authorized repair facility, it was determined the device produced no audible sound at start up test. Functional testing determined the speaker was defective. The customer's reported problem was confirmed. The customer was sent a replacement device. Reporting institution phone number: (B)(6). Reporter phone number: (B)(6).